Manufacturer narrative:
Product ID: 8731sc, lot# 0206440152, implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient heard an alarm on (B)(6) 2014 and did not know where the tone was coming from. The patient called their healthcare professional (hcp) because the patient thought it could be the pump and felt 'very restless'. The patient had underdose symptoms specified as; 'more pain, sweating, unrest'. Logs showed an unrecovered motor stall that occurred at the same time, the patient heard the alarm. The patient had 'medical intervention' performed as they received fentanyl patches for the underdose symptoms and pain. The patient was noted as doing fine and at home. The patient had an appointment scheduled with their hcp to discuss replacing the pump. At the time of this report, "no interventions, no x-ray, no operation" had occurred. The pump was used to deliver prialt/ziconotide and fentanyl. The outcome of the event was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-03-02, additional information was received from a foreign manufacturer representative (rep). It was reported that the pump was changed on (B)(6) 2016. There was good backflow from liquor, so the hcp decided not to change the catheter. The patient "fine" at the moment. The pump logs were received and showed the motor stall occurred on (B)(6) 2014 at 22:54 and a "stopped pump period may exceed tube set" message was noted on (B)(6) 2014 at 22:54. There were no motor stall recoveries noted.

Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the pump remained implanted. The motor stall still "exists". The patient used an opioid patch. The patient still had pain, but the "bladder function [was] better than with the working pump. The patient did not know if they would replace the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.